Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating the defibrillator cannot monitor electrocardiogram data when the ECG lead is connected to the patient. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to an ECG lead trunk cable failure. The root cause of the ECG lead trunk cable failure could not be determined. The issue was resolved by replacing ECG lead trunk cable and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that device failed to monitor electrocardiogram data when connected to patient. Device was in clinical use at the time of event, however, there was no harm or injury reported to philips. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.